Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 36 mg/dl. Customer believes that low bg was caused by insulin being backed up in tubing, and then entering their body after customer changed only the infusion set site. Reportedly, customer consumed glucose tablets to resolve the issue. Issue occurred in the past so troubleshooting could not be performed.